Event description:
The complainant reported the gastrostomy tube became dislodged.

Manufacturer narrative:
(B)(4). Event description updated from deflation to dislodged based on clarification from the reporter. Balloon volume was not checked every 7 to 10 days.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the batch history record cannot be conducted, because the lot number is unknown. The reporting facility has indicated the use of a luer lock syringe for balloon inflation (contrary to labeling that instructs use of a luer tip syringe); however, it cannot be determined what type of syringe was used during the initial placement. Based on the available information, a malfunction of the device cannot be ruled out. As additional information is obtained, a follow-up report will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. The patient was admitted to the sub-acute unit with the gastrostomy tube already inserted so duration of placement is not available; however, it fell out on (B)(6) 2012.